Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The pin of the grasping section was broken off. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the similar cases in the past, the pin might be damaged since the fully opened grasping section was subjected to an excessive load in the grasping section opening direction. The instruction manual of the device has already warned as follows; if excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it.

Event description:
During a laparoscopic colectomy, the subject device was used. In the procedure, the spark occurred from the tip of the subject device. The intended procedure was completed with a different device. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) found that the pin of the grasping section was broken off. It was reported that nothing fell inside the patient. This is the report regarding the breakage of the pin.